Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The stored electrogram had a railing baseline. The shock occurred while the sensing vector was programmed to the primary sensing vector. Technical services discussed some programming options. The clinic has now reprogrammed the device sensing to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.